Event description:
Emt's responded to a person described as in cardiac arrest. The device was connected to the pt in AED mode with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. Mins later, a relative of the pt arrived with a do not resuscitate order and work on the pt ceased. The pt was not resuscitated. The reporter stated the pt's death was not caused or contributed to by the alleged device malfunction because of the pt's lack of viability and the dnr order.